Event description:
Follow up information received from the patient reported that they received assistance from their doctor/manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient started getting diarrhea a month prior to call. The diarrhea had a sudden onset. There was no fall, accident, or incident associated with the issue. While on the call, the patient was able to change programs and adjust stimulation. Initially, the stimulation was uncomfortable. Decreasing stimulation resulted in a non-painful, throbbing sensation. The patient then decreased stimulation again. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).